Manufacturer narrative:
(B)(4). A maquet field service technician was on site and investigated the unit. The technician troubleshot the device and checked the flow values such as the temperature regulation. The technician was not able to duplicate the error. A supplemental medwatch will be submitted if additional information becomes available.

Event description:
The customer stated that the hcu40 displayed the error message "pat. Water flow low". Additional information: there were no patient involved the incident occurred on start up of the device. (B)(4).